Event description:
It was reported that during a sigmoidectomy procedure, the device only cut but did not staple. The procedure was completed by sutures. No patient consequences were reported.

Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.